Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post-implant, the rv lead had dislodged. The physician believed it was due to patient not wearing the sling to sleep and the movement caused the lead to dislodge. Patient was stable before and after the procedure.